Event description:
It was reported that the patient contacted patient support via telephone and explained that after the initial implant of his inflatable penile prosthesis, the device was not activating or working properly and is having difficulty pumping the device. This patient has not had a surgery related to this event. The patient is scheduled for a revision on (B)(6) 2021. The procedure was cancelled due to the patient's positive covid-19 test. The procedure is being rescheduled for june or july timeframe.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Device history record (DHR): a DHR review confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not activating and the pump not operating as expected. The ipp was explanted and replaced with a new ipp with no clinical consequences to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Device history record (DHR): a DHR review confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient contacted patient support via telephone and explained that after the initial implant of his inflatable penile prosthesis, the device was not activating or working properly and is having difficulty pumping the device. This patient has not had a surgery related to this event. The patient is scheduled for a revision on (B)(6) 2021.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Device history record (DHR): a DHR review confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue cannot be established as the product is not available for analysis. Device history record (DHR): a DHR review confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could not be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient contacted patient support via telephone and explained that after the initial implant of his inflatable penile prosthesis, the device was not activating or working properly. This patient has not had a surgery related to this event.